Event description:
Huber needle ps#: 19119, lot number: 6023345, expires: 06/07/2029 (deltec gripper plus 20g/1in). Fluid/med comes out of the collar of the port closest to the access needle. I was able to slow down the infusion to prevent it from leaking. The only issue with the patient was the longer time in the chair.